Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and alarm log review were performed. An f-94 alarm was identified during functional testing and in the alarm log review. The cause of the alarm was determined to be a low battery. The battery was low because it could not be charged due to burnt fuses. To correct the condition, the fuses and battery were replaced. The device was serviced to meet functional specification. A service history review revealed that the device has experienced this failure before. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.